Event description:
Previously reported as explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The physician indicated the pt presented with cardiac tamponade which led to a thoracotomy for closure of the atrium. Explanted method: intravascular, superior, thoracotomy. Technique/tools: direct traction with locking stylet, sheath(s) complications listed above.